Event description:
It was reported the atrial lead was attempted and not used, unable to be implanted due to patient anatomy. Review of manufacturer's database revealed the patient died 3 days later. There is no allegation from a health care professional that the death was device related. Follow up revealed the patient presented to hospital with syncope 7/7/2010 and appeared to be in heart failure with worsening renal function. Diuresis was begun. Patient developed acute, profound bradycardia during physical therapy and required CPR. Upon arrival to the ICU, the patient was in atrial fibrillation with ventricular response of 100 and was awake and alert. Patient was taken to the cath lab for permanent pacemaker insertion on (B)(6) 2010.

Event description:
It was reported the atrial lead was attempted and not used, unable to be implanted due to patient anatomy. Review of manufacturer's database revealed the patient died 3 days later. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. On (B)(6)2010, became more hypotensive, developed vt and subsequently vf. CPR begun and was defibrillated multiple times during the code. Code was called due to no cardiac activity. Immediate cause of death was cardiac arrest due to vt with underlying diagnosis of acute and chronic chf and probable myocardial infarction. Evaluation summary (B)(4) no anomalies found. Full lead returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. On (B)(6)2010, became more hypotensive, developed vt and subsequently vf. CPR begun and was defibrillated multiple times during the code. Code was called due to no cardiac activity. Immediate cause of death was cardiac arrest due to vt with underlying diagnosis of acute and chronic chf and probable myocardial infarction.